Event description:
No rotor study or dye study were performed. The pump was replaced. The patient recovered without sequela.

Event description:
A confirmed motor stall and motor stall recovery was reported. Per the reporter, the healthcare provider had stated the printouts showed multiple motor stalls and motor stall recoveries starting on (B)(6). The patient did hear the pump beeping. When the healthcare provider was asked if the patient had any symptoms or withdrawal the hcp stated ¿not really¿, patient was ¿maybe a little sweaty¿. The reporter thought they would replace the pump next week. The hcp had planned to schedule the patient for pump replacement and was looking for or time. It was later reported the patient was getting the pump replaced on (B)(6). On (B)(6) 2015, it was noted false motor stall/telemetry stated related to MRI, unknown if it recovered. Per the reporter the pump continued to alarm. The patient status at the time of the report was alive, no injury. The pump was used to deliver clonidine and dilaudid. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ feedthru anomaly¿. Correction number z-0592-2009 is no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8575, lot# n154673, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# j10875r56, implanted: (B)(6) 2003, product type: catheter. (B)(4).